Event description:
Nurse clinical educator reports that she is at the hospital with the pt completing their teach and pump serial number (B)(6) gave an occlusion error. Nurse clinical educator advised there was no clamp in line. Nurse clinical educator advised that they switched the pt to their backup pump and the pt is infusing without any issues. No adverse events or interruption in therapy reported. The pharmacy will replace the pump. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Remodulin start date is unknown as therapy was initiated while the pt has been hospitalized and this pharmacy has not yet dispensed med. Current remodulin dose: 24ng/kg/min. Did the reported product fault occur while in use with a pt? - no, occurred during teaching session did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved.